Event description:
A customer reported an error with their continuous glucose monitor, specifically a cgm error 42. Despite the issue, there was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the error did not reoccur. The customer was able to successfully start a new sensor session, resolving the issue.